Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units. It was unknown how much insulin had been delivered. The customer declined to test blood glucose level. However, there was no reported impact to the customer's blood glucose level.